Event description:
A surgeon reports a crack was noted on the intraocular lens following insertion. A capsule rupture and leaking of vitreous fluid were identified following removal of the damaged lens. The patient had a good outcome following surgery with no furhter complications reported. The surgeon indicates he feels the crack was most likely due to improper loading of the prior to insertion. The sales manager has provided additional training for the staff at the hospital on the correct loading technique.